Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning was triggered on the right ventricular (rv) lead for low pacing impedance. It was also noted that the sensing was varying. The lead was capped and replaced. No patient complications have been reported as a result of this event.